Event description:
The lighted breast retractor was being used during a procedure when the surgeon noticed the patient had a small burn. It is unknown when or if the breast retractor was placed on the patient while the light was on. The patient was seen a week after the procedure and was fine.